Event description:
It was reported that system 7 aseptic housings were disassembled and the upper housing was detached from the lower housing after the sterilization process. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event, the top housing detaching from the bottom housing was confirmed. Based on complaint trending analysis and investigation a remedial action has been initiated on 9/17/2014.